Event description:
Boston scientific received information that during a follow up and interrogation of the device an alert of "shock impedances out of range" appeared on the programmer. This right ventricular lead was checked but values appeared to be within normal range for shocking impedances, pacing impedances, and sensing. Further review showed that the shocking impedances had been increasing gradually since implant and out of range shocking impedances measurements were observed. A save to disk was sent for review to technical services. Upon reviewing the save to disk technical services confirmed out of range shocking impedances and also some troubleshooting techniques to determine the root cause of this issue. At this time this device and lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received noted that during a follow up the shocking impedances appeared to be within normal range and gradually decreasing a save to disk was sent for review to technical services. Upon a review of the data disk technical services confirmed that there does not appears to be an issue with the device or lead and the observed clinical observation when it comes to the impedance behavior is related to a patient condition. In addition no noise was seen on the shock channel. At this time the system remains implanted.